Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The tip of the sheath was fragmented. Fragmentation occurs when the user applies pressure to the needle by side-loading the tip, pushing the needle into direct contact with the sheath. Extended vibration of the needle against the sheath results in the sheath fragmenting. This failure was attributed to user misuse. Follow up with the complainant on january 8, 2016 found that the patient is doing fine and that there were no repercussions to the patient caused by the failure.

Event description:
The complainant reported that less than one minute into the procedure the sheath of the handpiece split. A second handpiece was opened and used to complete the procedure. There was no intervention and no injury was caused to the patient due to the reported failure.